Manufacturer narrative:
Results: load cell.

Event description:
It was reported by service report that the scale and bed exit were not working. There was pt involvement, however, no adverse consequences were reported.